Event description:
It was reported via clinical trial that ventricular tachycardia and premature ventricular contractions occurred. The patient was enrolled in the prospect clinical trial and underwent a pulse field ablation (pfa) procedure using a farawave nav catheter. At an unreported time post procedure the patient experienced an eleven (11) second run of ventricular tachycardia followed by bigeminal premature ventricular contractions. The patient underwent a left heart catheterization. It was further reported the pfa procedure took place in (B)(6) 2025 and the ventricular tachycardia and premature ventricular contractions occurred in (B)(6) 2025. The results of the left heart catheterization in (B)(6) 2025 were angiographically normal epicardial coronary arteries. Normal left ventricular volumes and systolic function. Mildly dilated ascending aorta with no significant aortic regurgitation and no angiographic evidence of dissection of the ascending aorta.

Manufacturer narrative:
A1 patient identifier: (B)(6). D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This supplemental report is being submitted with an update to sections: b5 describe event or problem.

Event description:
It was reported that ventricular tachycardia and premature ventricular contractions occurred. The patient underwent a pulse field ablation (pfa) procedure using a farawave nav catheter. At an unreported time post procedure the patient experienced an eleven (11) second run of ventricular tachycardia followed by bigeminal premature ventricular contractions. The patient underwent a left heart catheterization.

Manufacturer narrative:
A1 patient identifier: (B)(6). D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.